Event description:
It was reported by service report that the foot end of the jack drifts down. The customer could not determine if there was patient involvement or if there were adverse consequences to report.